Event description:
On (B)(6) 2010, therakos received a report of a centrifuge bowl leak alarm beginning of first cycle. The estimated blood loss was about 100 ml.

Manufacturer narrative:
A review of the lot file for y717 was performed. This lot met all release requirements. The kit was not returned, therefore, the complaint cannot be verified. (B)(4).